Event description:
Shockwave medical coronary ivl used in a ostia/proximal circumflex artery inside of a stent 10 pulses two separate times, inside of an existing stent (isr) subsequently shutting down left anterior descending artery (lad). Patient needed to be intubated and impella cp cardiac support device placed. FDA safety report ID # (B)(4).